Event description:
The contact stated that she tested the customer's blood glucose because he was not feeling well. The breeze meter gave a reading of 128 mg/dl. The contact decided to drive her husband to the paramedics. They tested his blood glucose at 34 mg/dl and gave him 25 grams of glucose. The customer was then taken to the hosp where he stayed for a few days. The meter and test strips are to be returned for evaluation, and replacement products will be sent.